Manufacturer narrative:
(B)(4).

Event description:
It was reported the appearance of the spring wire guide was found rough during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the appearance of the spring wire guide was found rough during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4), the customer returned one, guide wire assembly for analysis. No definite signs of use were observed. Visual analysis revealed that the guide wire contained a small kink directly adjacent to the distal j-bend. Microscopic examination confirmed the kinking and revealed that the distal and proximal welds were secure and intact. The kink on the guide wire measured 21mm from the distal weld. The guide wire total length measured 17 15/16", which is within the specification limits of 17 11/16"-18 1/16" per the guide wire product drawing. The guide wire outer diameter measured .0201", which is within the specification limits of .0200"-.0210" per the guide wire product drawing. The guide wire was inserted through a lab inventory 20ga introducer needle. The guide wire passed with little to no resistance. Performed per the IFU statement, place tip of arrow advancer - with 'j' retracted - into the hole in rear of arrow raulerson syringe plunger or introducer needle. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage. The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed a kink directly adjacent to the distal j-bend. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.